Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally selected the change cartridge option instead of the fill cannula option and received a minimum fill notification.

Manufacturer narrative:
Corrected data: this event was inadvertently filed. This event is not reportable as there is no device malfunction.